Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Reporter facility name truncated due to character limitations. The facility name is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A (B)(6) customer alleged false positive results for sars-cov-2 and flu b when tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 00914z). Two retests of the original and recollection generated negative results for all targets. All results were reported. No harm alleged, and the patient was transferred in hot zone for 18-24 hours. The sample was a nasopharyngeal swab collected in tube nutri-bact #2349 with physiological water. Nasopharyngeal samples are to be collected in flexible minitip floqswab with universal transport media (utm ) from copan diagnostics or bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab per the instructions for use.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).